Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl with high levels of ketones; the cause was unknown. The customer was admitted into the emergency room and was subsequently hospitalized. The customer administered a bolus to treat the high bg and was given potassium and insulin at the hospital. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time. Additionally, no pump issues were identified. The customer was released from the hospital after five days with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.